Manufacturer narrative:
Investigation conclusion:.a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting 2 false negative sars results. It is unknown if customer is symptomatic or if confirmation testing was performed. Contact with customer to try and obtain further information is not possible. Report 1 of 2.